Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a high blood glucose level of 20 mg/dl. A customer reported via phone call indicating that their insulin pump alarmed "battery-out" limit. The customer did not feel comfortable with the device but they decided to monitor the insulin pump for any further issues.